Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having trouble with her device because it would cut out, change intensity, and change position of where it is supposed to be doing it. The patient was now having severe pain where the leads were that ran around the middle of her back and around her rib cage. The patient wanted to know if the symptoms she was having could indicate that she¿s having an allergic reaction to the implant. There were no trauma/falls reported that could have been related to the issue. The patient was to follow-up with a healthcare professional. The stimulation problems began in 2016, and the pain began in 2016, maybe in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of the report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product #ID 37714 found stim ins/battery/reduced capacity due to overdischarge with no significant anomaly. If information is provided in the future, a supplemental report will be issued.